Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
The generator did not reach desired temperature. No further information was obtained.